Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen somewhat impairs visibility of screen. Customer stated that the insulin pump had rejected new battery and button harder to press. Customer reported that the insulin squirts out instead of tiny. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Device primed properly. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).